Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for the loose drive support disk. The insulin pump was received with minor scratches on the d display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.